Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) has concern about longevity remaining. Technical services (ts) assessment discussed average battery depletion per quarter rate. The device remains in service. No adverse patient effects were reported.